Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 450 mg/dl and ketone level was large. Healthcare identified ketones as being dangerous. Customer was treated in the emergency room with intravenous saline, nausea medication, oxygen and fluids. After 5 1/2 hours, customer was tired, but felt better. Bg was 315 mg/dl.